Event description:
Smith and nephew instrument (drill bit) broke while being used intra-operatively. Surgeon found small piece of metal instrument that broke off in patient surgical site and remove it. Another sliver was visible, surgeon irrigated and used suction, c-arm confirmed all foreign matter was removed from patient's surgical site.